Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine follow-up, the programmer estimated 2.4 years to eri while a manual estimation estimated 1.6-2 years. No action was performed. The patient was stable and will be monitored with routine follow-up.